Manufacturer narrative:
The t:slim pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose in the 40s (mg/dl). The customer stated of the low bg levels were due to insulin stacking from over correcting via the pump. Carbohydrates were consumed to address bg. A recommendation was made for the customer to discuss bg with healthcare provider.